Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed customer abuse/damage to device. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The replaced power supply assembly was further evaluated at the failure analysis center. It was found that the physical damage to the ac plug broke loose a filter, which inturn broke diode cr15, and inductors l4, l9. The malfunction resulted in the device inability to charge the installed battery.

Event description:
Customer initially reported that the plastic molding of the device case was physically damaged around the ac power cord receptible, but the device was functional. There was no report of pt involvement with incident.